Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: on investigation, the display screen was confirmed to be blank when the pump was powered on. Moisture was confirmed behind the display lens. Leak testing revealed moisture ingress into the internal compartment of the pump via a case crack and a damaged audio bolus button.